Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had twiddled their cardiac resynchronization therapy defibrillator (crt-d) in the pocket causing the left ventricular (lv) lead to dislodge. Surgical intervention was performed and the lv lead was explanted and replaced. The crt-d continues to remain implanted and in service. No additional adverse patient effects were reported.